Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. A search of the complaint database against reported the product code found previous reports of damaged tibial tray impactors. The previous reports were investigated and the root cause attributed to product wear out. The investigation could not draw any conclusions about the current reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor broke on impaction of a tibial tray for a first intention knee prosthesis.

Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
**Reopen on 01 nov 2016** - reopen complaint due to receipt of complaint sample product in (B)(4). Examination of the submitted device confirmed the reported breakage. The overall condition of the device indicates heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.